Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(4) and was visually inspected. Results: visual inspection revealed that the waterbag spike was separated from the water feedset tube. Sufficient glue was found on the spike tubing connection; however, the glue was not bonding. A lot check revealed no other complaints of this nature for lot number 121017. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the spike became loose after release for distribution, likely as a result of failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A medical centre in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the water bag spike of an mr290v vented autofeed humidification chamber was not connected properly to the water feedset tube, causing leak. This was observed before patient use.

Event description:
A medical centre in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the water bag spike of an mr290v vented autofeed humidification chamber was not connected properly to the water feedset tube, causing leak. This was observed before patient use.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.